Manufacturer narrative:
Additional information has been requested regarding the chronology of events and raw data has been provided by the customer for assessment. The investigation is ongoing. An updated report will be provided when new information becomes available. Bec internal identifier - (B)(4).

Event description:
The customer reported that their dxh 900 hematology generated erroneously low hemoglobin (hgb) results for one patient. The result was reported out of the laboratory and the patient was transfused with 2 units of packed cells. The patient did not suffer any health consequences as a result of the transfusion.

Manufacturer narrative:
Analysis of the raw data provided indicates that the hgb blank voltages of the sample runs were within normal range. There were no indications of system issues for hgb or other cbc parameter measurements. It was noted that the rbc value of the second run was double the value of the first run. Therefore, because there were more red cells in the blood, it produced higher hgb value for the second run. The root cause of the variation in rbc counts in the same blood runs could be related to sample aging, mixing, temperature etc. Per service history the instrument was presenting hardware issues during the occurrence date. *on 08-may-2023, the field service engineer (fse) observed abnormal rbc results due to an occlusion in a vent of the vacuum isolation chamber of the instrument. The fse replaced a solenoid valve, y-fittings, cleared the port and replaced tubing. *on (B)(6) 2023, the instrument was serviced due to shutdown failures caused by the vacuum tubing popping off at a triple section of the manifold. The tubing had originally been replaced on (B)(6) 2023. The fse trimmed the tubing and reinstalled it to the y-fitting. *on (B)(6) 2023, the fse went on-site to verify the instrument's performance at the request of the customer. The fse inspected the instrument and found it be working properly. No malfunction was identified suggesting that the instrument issue was resolved in the previous fse visit. Based on the information available a clear, assignable cause could not be determined. However, per the information provided by the customer the sample was handled properly. At the time of occurence there was a loose tubing identified on the dxh900 instrument that was most likely the cause of the event. Bec internal identifier - case (B)(4).

Event description:
The customer reported that their dxh 900 hematology generated erroneously low hemoglobin (hgb) results for one patient. The result was reported out of the laboratory and the patient was transfused with 2 units of packed cells. The patient did not suffer any health consequences as a result of the transfusion. The customer stated that erroneous low hgb results for one patient sample were reported outside of laboratory on (B)(6) 2023 at 21:56. The instrument reported a result for hgb = 4.8. The result reflected a definitive message of cl (critical low). The patient was transfused with 2 units packed cells based on this result. The sample was obtained through venipuncture, was less than 24 hours old, kept at room temperature and analyzed in an edta vacutainer tube. Patient log indicates draw time was 21:28 on (B)(6) 2023. The next consecutive sample run on the instrument generated voteouts on all parameters (no results). The laboratory then removed the instrument from use. When the initial sample (l3650076397) was rerun 12 hours later, the result of the rerun was hgb = 10. The patient was redrawn after the transfusion and resulted in hgb = 14.0. The customer confirmed there was no adverse clinical impact from the transfusion. Quality controls (qc) were meeting published performance specifications at the time of occurence. Controls are run every 8 hours. Qc was within tolerance prior to the alleged incident and had no flags or error messages.